Event description:
The user facility reported that bronchial washing samples from six out of nine patients were growing afb (acid fast bacilli) from fungal culture. All nine patients were examined using the same bronchoscope. (B)(6)

Manufacturer narrative:
The device was forwarded to an independent test laboratory for microbiological testing. Bioburden testing revealed no growth, however, the device was inadvertently not subjected to mycobacterium testing before being eto sterilization. The device was forwarded to olympus from the independent laboratory. Upon receipt, the switch cover, and electrical connector were found to be partially disassembled. The instrument channel was examined via borescope, and unidentified white plastic foreign object was found inside the instrument channel, and was subsequently removed. There were kinks in the instrument channel noted below the location where the foreign object was found. Additionally, a white residue build up was observed inside the suction cylinder and at the junction between the biopsy port and instrument channel. Long scrape and shear marks were found in the instrument channel below the channel mount. The device failed the leak testing due to a cut on the insertion tube right below the boot. The upward and downward lever knob was stuck in neutral position due to hardened molykote on the bending section mesh. As part of the investigation to this report, an olympus endoscopy support specialist visited the user facility and provided in-service training on how to appropriately reprocess the device. Based upon the info provided and the results of this investigation, it appears that the cause of the event was due to insufficient reprocessing and/or physical damage. This report is being submitted as an MDR in an abundance of caution.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this supplemental report to account for the additional seven patients as referenced in the original report. (B)(4). Please cross reference MFR. Report numbers: 2951238-2016-00161, 2951238-2016-00162, 2951238-2016-00163, 2951238-2016-00164, 2951238-2016-00165, 2951238-2016-00166 and 2951238-2016-00167 to account for the eight patients as referenced in the original report.

Event description:
Olympus was informed that the bronchial washing samples from eight out of ten patients were growing acid-fast bacilli (afb) from fungal culture. All ten patients were examined using the same bronchoscope. No further information was provided.